Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records indicated the device met pre-release specifications. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use, warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.

Event description:
The following was reported to gore: the doctor was attempting to treat a stenosed sma but was unsuccessful in crossing the lesion with the gore® viabahn® vbx balloon expandable endoprosthesis. While attempting to withdraw the system back into the sheath, the stent released from the balloon and was observed to be floating on the wire requiring surgical intervention to repair the damaged artery.

Manufacturer narrative:
Event description - additional information. Other relevant history, including preexisting medical conditions.

Event description:
The patient went home and is doing well according to the doctor.

Manufacturer narrative:
Corrected data: age of patient.

Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: the device was received with the endoprosthesis and delivery system separate; the balloon catheter was observed to have not been inflated; the endoprosthesis was observed to have one flared end and was observed to be deformed significantly. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.